Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were air bubbles throughout the tubing. Reportedly, the customer filled the cartridge with approximately 300 units and customer heard the bag stretching. The customer's blood glucose level was 142 mg/dl and it was addressed with a bolus. The customer loaded a new cartridge.